Manufacturer narrative:
With the new information received, this record is a not reportable event. There will be no further reports sent. The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the customer stating the event was that the intraocular lens (iol) was stuck in the injector before a procedure. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) was defective. The timing of the event and patient impact are unknown. Additional information has been requested.